Event description:
It was reported that when the patient took a deep breath, the r-waves decreased and paced beats were not captured at maximum output. Fluoroscopy revealed dislodgement. The lead was repositioned.

Manufacturer narrative:
Na